Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the plate was bent during surgery and the connecting rod did not move. This made the plate unusable. An alternative plate was used to complete the procedure. This resulted in a 20 minute delay.

Manufacturer narrative:
Additional information: ethnicity, method, results, and conclusions - the device was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported the plate was bent during surgery and the connecting rod did not move. This made the plate unusable. An alternative plate was used to complete the procedure. This resulted in a 20 minute delay.